Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that at a follow up of this cardiac resynhconization therapy defibrillator (crt-d) out of range pacing impedances were noted. This was resolved with reprogramming after it was confirmed that the lead implanted (competitor) was in unipolar configuration while the device was in bipolar configuration. This device remains implanted. No adverse patient effects were reported.